Event description:
Surgeon using enseal instrument intraop. Complained that it was coagulating but not cutting. Another instrument on stand-by but not yet opened when ligating the next vessel, the instrument tip broke in abdominal cavity. Surgeon retrieved broken tip, removed instrument and gave device to inventory for evaluation.